Event description:
It was reported that during a collateral ligament repair procedure, the site was prepared with a drill and during implantation, the head of the screw broke.

Manufacturer narrative:
A visual assessment confirmed the distal end of the anchor has broken off and was not returned for examination. The distal portion of the anchor is damaged, consistent with removal with an ancillary device. The inserter shaft is slightly bent. The condition of the device is normally attributed to improper site preparation or excessive torque being applied during insertion. Per the device IFU caution: excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force. Further investigation is not warranted at this time.